Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the issue was that identity server had failed to load the required ssl certificate, resulting in repeated ¿value cannot be null. Parameter name: certificate¿ errors in the ids log. The technical support specialist resolved the problem by verifying the correct server certificate in mmc, reviewing the configuration details in config-ids.txt, and re-running config-ids.bat as an administrator to reapply the correct certificate and ssl settings, after which ids functionality and login capability were restored. The system functioned as intended after the technical support specialist completed the troubleshooting and repair.

Event description:
It was reported that when using the bd pyxis¿ es server, application went down across entire organization. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.